Manufacturer narrative:
Clarification to b3 date of event: partial date 2012. Clarification to d4 device information: "textured prosthesis from allergan (biocell line)." Clarification to d6a implant date: partial date 2010. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma (accumulation of fluid around the implant)."

Event description:
Patient reported right side prosthesis was recalled due to the risk of lymphoma and "seroma". Patient reported undergoing surgery due to seroma. Explant and replacement statuses are unknown.